Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of system revision due to infection. There were no additional adverse patient effects reported. The device was explanted. Additional information received indicates that there was no infection allegation against the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was part of system revision due to infection. There were no additional adverse patient effects reported. The device was explanted.